Event description:
It was reported the patient presented with a right ventricular lead that exhibited unspecified oversensing. The right ventricular lead was capped and replaced on (B)(6) 2024. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received. Notes, that the programming changes were made initially to address the issue, prior to the right ventricular lead revision. The majority of the lead was capped and the rest of the lead was cut off. And explanted, during the revision procedure. Patient condition was stable.

Manufacturer narrative:
The reported event of an unspecified over-sensing was not confirmed. The connector portion of a partial lead was returned in one piece for analysis. Electrical testing was normal with no anomalies found. Additional findings, unrelated to the reported events. Indicated, that visual inspection of the lead found, an external insulation abrasion, at 12.1 cm to 12.2 cm from the connector pin. That breached the superior vena cava cable lumen with intact etfe cable coating. And inner coil lumen at the proximal region, consistent with friction to the device can. The cause of external insulation abrasion was consistent with friction to the device can. No other anomalies were found.